Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2014, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the procedure. It was reported that images (date and modality unknown) revealed a proximal type I endoleak. On (B)(6) 2018, the physician reintervened and implanted a gore® excluder® aaa aortic extender endoprosthesis. The patient tolerated the reintervention.

Manufacturer narrative:
Correction: event.

Event description:
On (B)(6), 2015, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the procedure.